Event description:
Boston scientific received information that this right ventricular lead and device displayed high, out of range shock impedance measurements. The patient seen in clinic for follow up. The local field representative indicated that the follow up impedance readings were less than 125 ohms. The following physician has elected to monitor the system at this time. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.